Event description:
Add'l info rec'd from MFR 4/24/02: m1723a codemaster xl + defibrillator monitor (white), MFR date 5/95. Defibrillator failed on initial attempt, CPR continued while retrieving a new cable close at hand and the defibrillator functioned without problems throughout the cardiac arrest. MFR is unable to answer this question (failure analysis) at this time because the hosp has been unable until recently to locate the cable. Rn from the hosp risk mgmt office, stated that the defibrillator did not contribute to the pt's death. The provided therapy was provided with very little delay. Because of the time lag in this report, the closest incident time from the risk mgmt office is the first of february 2002. Initiation date for this complaint is 2/5/02. The defibrillator remains in svc with the hosp.

Event description:
Pt coded and defibrillator failed to discharge on initial attempt. While continuing CPR, retrieve another cable which enabled the defibrillator to discharge correctly. The pt subsequently expired but the death was felt unrelated.